Event description:
The customer contacted physio-control to report that during a patient event their device self-discharged the energy internally and, as a result, did not defibrillate the patient. The patient, a (B)(6) female, had collapsed at an assisted living facility. The event was witnessed by staff members who immediately began CPR and continued CPR until the fire department paramedics arrived. The paramedics attached their device to the patient and stated that they observed that the patient's ECG rhythm was ventricular fibrillation (vf). The paramedic then charged the device to 200 joules; however the device dumped the energy. The paramedic advised that the device was in AED mode at the time of the event and that they were using physio-brand quik-combo electrodes. The paramedics had a backup device readily available and they estimated that it took an additional 30 seconds to retrieve the backup device and continue patient care. The paramedics used the backup device to provide one (1) 200 joule shock to the patient. After the successful shock, the paramedics observed that the patient's ECG showed pulseless electrical activity (pea). No further shocks were administered. The patient was transported to a local hospital. The patient did not survive the event.

Manufacturer narrative:
The customer was able to provide physio-control with the electronic patient record from the incident for review by a clinical specialist. It was determined by the clinical specialist that the device use did not contribute to the patient's outcome based on the ECG data in the file, which indicated that defibrillation was not required.

Manufacturer narrative:
(B)(4). Physio-control completed a clinical review of the file; however there was insufficient information to determine if the device use contributed to the outcome of the patient. Physio-control examined the customer's device but was unable to duplicate the reported failure. After completing unrelated repairs, physio observed proper device operation through functional and performance testing. The device was returned to the customer for use. The cause of the reported failure could not be determined.